Manufacturer narrative:
Treatment parameters were not followed per clinical guidelines. Patient was given aloe vera and hydrocortisone for preventative use, however patient's pediatrician prescribed cetaphil/cocoa butter as intervention medication use. Device evaluation was declined by customer as they acknowledged treatment settings were not within guidelines (user error) and patient may have been tanning. Patient's erythema burn and edema on face/neck area are expected side effects from the laser treatment; however the incident is reportable because intervention medication was prescribed by a pediatrician. User error.

Event description:
Patient required medical intervention for a burn due to a hair removal laser procedure.